Event description:
Reporter indicated that the patient was experiencing laryngeal spasms, and had also deveoped an infection at the generator site. The vns therapy system was explanted due to both the infection and laryngeal spasm. Propr to explant, stimulation was temporarily discontinued, after which the laryngeal spasms did not resolve. The patient's condition has reportedly imporved after explant.

Manufacturer narrative:
Product analysis results will not change the conclusion of the reported event because explanted products are decontaminated prior to return; therefore, microbiological testing is not performed. In the event that the explanted device is returned, product analysis results will only be reported if a device malfunction is noted that would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Sterilization of both the lead and the pulse generator prior to distribution was confirmed.